Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they had a high blood glucose value of 407 mg/dl. Customer's other blood glucose value 388 mg/dl. The customer was treated with bolus. Customer did receive a sensor updating. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for the analysis.